Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to a pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2022 due to a cardiac arrest. It was affirmed the patient was connected to the liberty select cycler when she was found unresponsive by family. A patient contact spoke with this outpatient clinic and described the patient¿s death as ¿her heart gave out¿. Additionally, the patient contact reported to the outpatient clinic the patient¿s death was unrelated to pd therapy or cycler use. The events surrounding the patient¿s death were not reported to the outpatient clinic and it is unknown if lifesaving measures were taken; however, there was mention of emergency medical services from the patient contact. The patient had a significant history of heart disease (exact diagnoses unknown) prior to this event. It was confirmed the patient¿s death due to a cardiac arrest, attributed to a history of cardiac disease, was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of the patient¿s death can be attributed to a cardiac arrest as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, there is an increased risk of mortality in the esrd population attributed to cardiovascular disease and sudden cardiac events. Therefore, the liberty select cycler can be excluded as a potential root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The cycler underwent and passed a catch-post hipot test, patient hipot test, current leakage test, system air leak test, valve actuation test, patient sensor calibration check, and voltage calibration checks. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An (as-received) 8000ml cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were visual indications of an insect infestation on the bottom cover under the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 19/may/2022, a peritoneal dialysis registered nurse [(pd)rn] reported to a pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2022 due to a cardiac arrest. It was affirmed the patient was connected to the liberty select cycler when she was found unresponsive by family. A patient contact spoke with this outpatient clinic and described the patient¿s death as ¿her heart gave out¿. Additionally, the patient contact reported to the outpatient clinic the patient¿s death was unrelated to pd therapy or cycler use. The events surrounding the patient¿s death were not reported to the outpatient clinic and it is unknown if lifesaving measures were taken; however, there was mention of emergency medical services from the patient contact. The patient had a significant history of heart disease (exact diagnoses unknown) prior to this event. It was confirmed the patient¿s death due to a cardiac arrest, attributed to a history of cardiac disease, was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to a pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2022 due to a cardiac arrest. It was affirmed the patient was connected to the liberty select cycler when she was found unresponsive by family. A patient contact spoke with this outpatient clinic and described the patient¿s death as ¿her heart gave out¿. Additionally, the patient contact reported to the outpatient clinic the patient¿s death was unrelated to pd therapy or cycler use. The events surrounding the patient¿s death were not reported to the outpatient clinic and it is unknown if lifesaving measures were taken; however, there was mention of emergency medical services from the patient contact. The patient had a significant history of heart disease (exact diagnoses unknown) prior to this event. It was confirmed the patient¿s death due to a cardiac arrest, attributed to a history of cardiac disease, was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.